Event description:
It was reported the camera head device exhibited a communication error. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The subject device was received ,and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the most probable cause is cause linked to device but unable to trace more specifically. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred after a laparoscopic excision of uterine adnexa procedure and completed with the same device.